Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent an MRI which showed loss of normal cervical lordosis with mild kyphosis from c4-c6. Bone marrow signal was within normal limits. On (B)(6) 2007, the patient was admitted with a herniated disc with spondylosis c5-6 and c6-7 and was surgically treated with anterior cervical discectomy and fusion c5-6 and c6-7 with allograft bone and cervical plating. On 19 september 2007, the patient¿s cervical spine was examined in frontal and lateral projections. There was a surgical plate visualized connecting c5 to c7 anteriorly with disc prostheses. No fracture was seen. There was a noted decrease in cervical lordosis. On (B)(6) 2008, the patient who had undergone multiple prior lumbar spinal surgeries was admitted and presented for surgery. The patient was noted to have had extensive posterior decompression from l1 to the sacrum. There had been sign of a previously attempted fusion. She had spondylitic change. With flexion and extension views, she was thought to have clearly shown signs of stability. Patient was to undergo posterolateral fusion l1 to the sacrum, application of pedicle screws l1 to the sacrum, application of bone marrow aspirate, bone morphogenic protein, intraoperative use of c-arm and continuous intraoperative emg evoking potential monitoring. 5.5 mm x 45 mm screws were placed in the pedicles of l1 bilaterally. 6.5 mm x 45 mm screws were placed in the pedicle of l2 bilaterally. 6.5 mm x 50 mm screws were placed in the pedicle of l3 bilaterally. 6.5 x 45 mm screws were placed in the l4 bilaterally. 6.5 mm x 40mm screws were placed in the pedicle of l5 bilaterally. 6.5 mm x 45 mm screws were placed in the sacrum bilaterally. It was noted that extra care was taken to achieve bicortical purchase in the sacrum. Pedicle screw potentials were obtained. All pedicle screw potentials were well within normal limits with the exception of the l4 on the right which was borderline. The screw was removed. The pedicle was inspected with the ball tip probe. Again, no breech was identified, however, due to the number of levels above and below which had good segmental fixation, it was felt not necessary to replace this screw and it was simply left out. Bone marrow aspirate was obtained with the jamshidi needle. This was mixed with cortical cancellous allograft. Bone morphogenic protein was prepared and suction into the appropriate sponges. The ala and transverse processed were all decorticated. Once the graft bed was prepared, graft material consisting of bone morphogenic protein soaked sponges, cortical cancellous allograft, and bone marrow aspirate were all packed into the transverse space from l1 to the sacrum. Rods were then secured to the screws. The deep fascia was closed with interrupted sutures if vicryl. The skin was then closed utilizing multiple interrupted inverted sutures of vicryl in a subcuticular layer with steri-strips to the skin edges. The patient tolerated the procedure well. The patient was discharged on (B)(6) 2008. On (B)(6) 2008, the patient presented to the ER stating that she had not had a bowel movement since prior to her surgery. She was straining to have a bowel movement and her back was causing her severe pain. Patient had used both stool softeners as well as at home enema without results. She was treated medically. On (B)(6) 2008, the patient presented for follow-up from surgery. She stated that she was doing well. She continues to have a lot of pain in her back but she feels that she is gradually improving. She denied leg pain. Her incision was noted to be healing well. There was no erythema and no discharge. Her x-rays revealed evidence of fusion between l1 and s1. On (B)(6) 2008, the patient presented for follow-up from surgery. She stated that she was doing well and her pain was usually worst in the morning but improved gradually during the course of the day. Her x-rays revealed evidence of fusion between l1 to s1 and were stable in appearance with some bone consolidation. On (B)(6) 2008, the patient presented for follow-up from surgery. She complained that she continued to have symptoms of back pain, specifically in the lower back at the sacral area. She had a prior si block without much relief. X-rays revealed fusion between l1 to s1, stable in appearance, with minimal consolidation. She had a noted halo around the screw bilaterally at s1. On (B)(6) 2008, an MRI revealed mild degenerative bilateral neuroforaminal narrowing at c5-c6 and c6-c7 which mildly effaced the exiting c6-c7 nerve roots. Also noted at c4-c5, there was broad based posterior disc osteophyte complex and mild degenerative bilateral neuroforaminal narrowing leading to mild effacement upon the ventral thecal sac. A CT scan showed predominantly degenerative lateral recess and inferior neural foraminal narrowing at l3-l4 to l5-s1 leading to mild effacement upon the undersurfaces of the exiting lumbar nerve roots to these levels. On (B)(6) 2009, the patient was admitted for attempted laparoscopic converted to open anterior lumbar interbody fusion l5-s1. There was an attempted laparoscopic converted to open anterior lumbar interbody fusion l5-s1; application of implex trabecular metal synthetic allograft l5-s1; application of bone marrow aspirate <(>&<)> anterior cervical locking plate. Also performed was explantation of s1 screws with placement of new screws into s1; excision of pseudoarthrosis, posterolateral fusion l1 to the sacrum; application of bone marrow aspirate; application of bone morphogenic protein. The patient reported postoperative incisional soreness and some pain. Her hospital course was found to be uncomplicated. She was discharged home on (B)(6) 2009. On (B)(6) 2009, the patient was admitted for surgical repair of c5 screws which had gone through the superior endplate of c5 into the disk space. The screws were noted to be loose. She had developed degeneration of the c4-5 levels with kyphotic angulation and signs of abnormal motion. During the procedure, the screws at c5 were noted to be completely loose. The screws at c6 had moderate purchase. The screws at c7 had poor to moderate purchase. Once the plate was removed, the fusion was inspected and appeared to be solid. Extensive anterior osteophytes and reactive bone were encountered and removed. The inferior portion of c4 and superior portion of c5 were drilled down and removed with kerrison punch. Once the partial corpectomy was performed, the uncovertebral joints were drilled down and removed to facilitate opening the neural foramen. At this point in time, posterior spondylar ridging was removed with kerrison punch. The c4-5 level was then seen to be well decompressed. The c4-5 level was now well decompressed. A peak cage measuring 8 mm in diameter had its central core filled with autologous bone from the partial corpectomy and was then inserted as an interbody graft. An anterior cervical locking plate was then put in place as routine fashion with two screws in c4 and 2 screws at c5, which were locked into place. X-ray was obtained for the record and appropriate placement of graft and hardware was noted. On (B)(6) 2011, the patient underwent a follow-up for a recent urine drug screen, which showed that she tested positive for multiple benzodiazepines, including oxazepam, temazepam and lorazepam. The only one of these that she is actually being proscribed is lorazepam. The urine also tested positive for morphine and hydrocodone. She is being prescribed these medications as part of a chronic pain management plan. Patient stated the she was only taking lorazepam. Patient to undergo second drug screen. If additional controlled substances show up on subsequent screen, this would be a violation of her pain management agreement. On (B)(6) 2011, the patient presented for a medical checkup where she was advised to continue treatment under her pain management specialist as that was advised to be the best course of action. On (B)(6) 2011, an x-ray showed wide laminectomy defects present extending from l1 through l5. There was evidence of posterior metallic fusion and lateral osseous fusion. Prosthetic disc device is present at l5-s1. There was moderate multilevel degenerative disc disease and mild left convexity lumbar scoliosis. There was no evidence of spondylolisthesis. No acute fracture was seen. Phleboliths overlie the pelvis. On (B)(6) 2011, the patient presented for a recheck for post laminectomy syndrome and carpal tunnel syndrome. She states that she continues to have some pain in her neck and her lower back. She also experienced excessive weight gain. She states that average pain on medication is 5/10 and 8/10 without. There was noted pain upon palpation directly over c3-t1 and t12-s1. Paravertebral muscles were parallel to the cervical, thoracic and lumbar vertebrae were all excessively tight. Upper torso rotation right and left was 20% of full range of motion. Flexion and extension was 50% of full range of motion on the upper torso. Arms and legs were neurologically intact, but reduced. On (B)(6) 2011, the patient presented for a recheck for post laminectomy syndrome, cervical with stenosis and post laminectomy syndrome, lumbar. Patient states that she is taking baclofen and ms contin for pain management, which keeps her pain down to 4-5/10 with medication and 8/10 without. Patient continued medical treatment. On (B)(6) 2012, the patient was admitted and underwent an implantation of a spinal cord stimulator for treatment of post-lamine ctomy syndrome. She noted that her lower back pain had increased over the last 3 months and especially over the last 30 days. Medication had helped. Her activities of daily living were noted to be reduced. Subject wished to have placement of spinal cord stimulator in order to reduce her dependency on pain medication. A laminotomy of t10 was carried out where a penta lead was then inserted in the epidural space. X-ray confirmation was carried out to make sure that it was in the right location between t8 and t9 and that it was midline. On (B)(6) 2013, the patient underwent injection of depo-medrol and .25% marcaine which was injected in the joints. Under fluoroscopy, the skin marks proved to be over the c1-2 and c5.